Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed the customer's reported issue. The stm replaced the scroll compressor as the root cause then completed all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during power-up prior to patient use, the cardiosave intra-aortic balloon pump (iabp) generated a power-up fault code #14. There was no patient involvement and no adverse event was reported.